Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. Review of device data determined this lead also exhibited noise. This lead was evaluated further at a follow up appointment with noise reproduced via provocative maneuvers, but was not sensed by the device. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).